Event description:
The customer reported that the multigas unit was not showing any gas readings.

Manufacturer narrative:
Details of complaint: on 1/8/2020 customer stated gas unit does not provide a reading. No errors were reported. Device was then sent to nka for firmware update under a different record: (B)(4). Investigation summary: the root cause of reported issue was determined to be firmware related. An update is required to correct this issue. CAPA 19-016 has been initiated. Additional information: b4. Date of this report. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.

Manufacturer narrative:
The customer reported that the multigas unit was not showing any gas readings. The customer tried using this unit in a different room, but the issue persisted. No harm or injury was reported. The customer will be sending this unit in for a repair. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the multigas unit was not showing any gas readings.